Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that approximately 2ml of clear liquid dripped from the probe on the coulter ac*t diff analyzer after shutdown and or startup cycle. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified the probe drip issue to be the result of poor performance of the dual diluent filters. The fse replaced the filters and the issue was resolved.